Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited a non-sustained right-ventricular oversensing alert caused by post-paced t-wave oversensing. Programming changes were discussed but not performed. The patient was stable.